Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient stated their back was on fire the day prior to the report, and turned down the stimulation and felt better. Patient wanted to know how long they would be in pain for and pocket/pain was noted. The incision that was stitched up did not have a bandage over it like the other incision. Patient fell on incision, and stated all their bowel movements were diarrhea. No further complications were reported.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer representative (rep). It was reported that the patient still had diarrhea. On (B)(6) 2017, it was reported that they felt like they were doing better and then their symptoms, noted to be leaks, started to return. They increased the stimulation on the morning of the report. It was also reported that they took a shower and all of the gauze and tape came loose and their wires were, then, hanging. On (B)(6) 2017, it was reported that the patient still wasn't given direction regarding the bandages so they put something on and then started bleeding. They mentioned experiencing pain in their tailbone and diarrhea. They still had diarrhea on (B)(6) 2017.